Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing a continuous tubing detection occurred through troubleshooting of the device which reproduced as a device indicated to removed the tubing from load point 3 and 4 when no tube was present. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of calibration force sensor. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a (B)(6) pump had a continuous tubing detection issue during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available